Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-dec-2019 with the following findings: during investigation, the battery compartment was found to be cracked. Investigation revealed damage to the cartridge compartment. Further investigation showed the u-groove area to be chipped and cracked. A test clip was used and was able to attach to the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .

Event description:
The pump was returned for investigation. Investigation revealed cracked battery compartment and damaged cartridge compartment along with along with a chipped and cracked u-groove. This report is made based on results of investigation completed on 02-dec-2019. There was no indication that the product caused or contributed to an adverse event.